Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured after the initial inflation to 12 atms. The lesion being treated was a calcified, lesion in the right coronary artery. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.